Event description:
It was reported by the aci vascular closure specialist that a male patient underwent a diagnostic coronary catheterization procedure on (B)(6) 2012. Access was obtained at the common femoral artery via a 6f sheath (unknown model). A pre-procedure femoral angiogram showed presence of pvd/calcium in the vicinity of the access site and the vessel size greater then 5 mm. Initial access with a micro puncture needle failed resulting in multiple sticks. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that hemostasis was achieved with the mynxgrip vascular closure device 6f/7f and the access site was benign. The patient was transported to the holding area. The patient complained of a bulge and tenderness at the groin. Post ambulation a hematoma greater then 6 cm developed at the access site and a pseudoaneurysm was confirmed via ultrasound. No intervention was prescribed or performed. A second ultrasound was performed and no pseudoaneurysm was noted at that time. On (B)(6) 2012, the aci vascular closure specialist reported that the patient was discharged from the hospital on (B)(6) 2012 and no further complications were noted.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. A review of the lhr was not possible as the lot number was not provided.